Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected battery power loss alarm, no low battery alarm and no pump error 25 alarm noted in the long trace or device history. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a power error. Customer reported low battery alarm or short battery life. Insulin pump had a alarm with power error detected. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated insulin pump light stop flashing immediately. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.